Manufacturer narrative:
The reported field event of no communication was not confirmed in the laboratory. The device was interrogated and communication was successfully established. The device tested normal. It is suspected that the lvad caused the device's telemetry issue.

Event description:
It was reported that the device could not be interrogated post lvad implant. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.